Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurred vision. There was no vitrectomy, incision enlargement, or sutures required. A non-johnson & johnson was implanted as a replacement. The patient is doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Patient weight/ ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.